Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer four latch clicking and not opening. A field service engineer (fse) inspected the latch assembly, and no issue was identified. Fse identified that the sensor was fallen out and reassembled the sensor inside the latch mount and tested the device in hardware test application to resolve the issue. Fse also performed preventive maintenance and reseated the pyxis bus cable. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4¿s latch made a clicking sound but failed to open. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.